Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) that was originally implanted in 2011, removed as it was no longer working due to sub cuff atrophy resulting in urinary incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient had not had the 6 week post op appointment yet. No further patient complications .

Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported mechanical issue, urinary incontinence, and atrophy could not be established as the product is not available for analysis. Device history record review (DHR): the device history record review (DHR) of the manufacturing documentation was not performed as the serial/lot number for this component was not provided. Labeling review: a labeling review found no evidence of device off-label use or failure to follow instructions. There is no evidence that the device was used or handled improperly. Device technical analysis: the device was not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported allegation of erosion cannot be confirmed. Investigation conclusion: based on this investigation and all information available, a conclusion code of cause not established was assigned to this investigation. Risk review and labeling review identified that the adverse events of mechanical issue, urinary incontinence, and atrophy are known risk of the device. The allegations of mechanical issue, urinary incontinence, and atrophy are unable to be confirmed due to the lack of a product return to analyze. However, there are several failure modes of the device that could lead to mechanical issue, incontinence, urinary and atrophy, which include but are not limited to a defective components or device malfunction. Without a returned product available for analysis and based on this investigation a clear probable cause for the event cannot be established; therefore, the conclusion code of cause not established has been chosen.

Event description:
It was reported that the patient had the artificial urinary sphincter (aus) that was originally implanted in 2011, removed as it was no longer working due to sub cuff atrophy resulting in urinary incontinence. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted. The patient had not had the 6 week post op appointment yet. No further patient complications .